Manufacturer narrative:
Date of event is estimated. The UDI is unknown due to the part/lot number were not provided. Date of implant is estimated. Date of explant is estimated. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All information was investigated and the reported difficult or delayed positioning associated with leaflet grasping and expulsion (clip detaching from both the leaflets) appear to be related to patient anatomical conditions (thin and flat leaflets and short coaptation length between the anterior and posterior leaflets). Additionally, based on the information reviewed, the unspecified tissue injury, mitral valve insufficiency/regurgitation and embolism appear to be related to the clip detaching from both the leaflets (expulsion). Mitral regurgitation, tissue damage and embolism are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention, removal of foreign body and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title: the rare case of a mitraclip device migrating into the left ventricular apex.

Event description:
This is filed to report embolism, tissue damage and recurrent mitral regurgitation it was reported through a research article that an individual patient underwent a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. It was noted the patient had thin and flat leaflets and a short coaptation length between the anterior and posterior leaflets. One clip was inserted and deployed on the leaflets. However, it was noted that grasping was difficult; therefore, mr was not adequately reduced. To further reduce mr, a second clip was implanted, reducing mr to a grade of 2+. Three days later, echocardiography showed the first clip had caused a posterior prolapse, resulting in a complete clip detachment which in turn caused mr to increase to a grade of 3+. It was observed the clip had migrated and become embolized in the left ventricle (lv). Therefore, mitral valve replacement was performed and the embolized clip was successfully removed. Additional information can be found in the attached article, titled ¿the rare case of a mitraclip device migrating into the left ventricular apex.¿